Event description:
The clinic reported observing severe diffuse lamellar keratitis (dlk) one day post op in one pt and requested service to clean the aspirator hose on the excimer laser. The pt is being treated with topical steroids.

Manufacturer narrative:
The equipment was examined and cleaned by an amo field service tech per request from the clinic. The equipment met the specification for the device. The aspirator hose aspirates and does not have any pt contact. It is not likely to have contributed to the reported event. The clinic also thoroughly cleaned the or, sterilizer and replaced the eye drops with a new bottle. In addition, they returned their microkeratome. The clinic reported that they have not had any new cases of dlk. Excimer aspirator hose was cleaned as requested.